Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 7.13.2018 it was reported to k2m, inc. That a revision surgery took place in which rods were removed. Revision surgery took place (B)(6) 2018 (related to 3004774118-2018-00118).

Event description:
On (B)(6) 2018 it was reported to k2m, inc. That a revision surgery took place in which rods were removed. Revision surgery took place (B)(6) 2018. (Related to 3004774118-2018-00118).

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The distal end of the rod displayed grooves indicative of surface deformation by rod translation. This may have occurred because the axial gripping force of the screw was exceeded during flexion of the construct.